Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, left side.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: sientra received updated information that the device was not discarded. It was returned and an evaluation was performed. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing and some bubbles observed in the gel. Upon return, the device gel was noted to be white/cloudy. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.